Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged that when using the drill-stop from their set, it did not seem to lock tightly all of the time. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of the suspect part found: as reported, the stop does not lock onto the drill bit securely. There is no obvious damage to the part. Mechanical problem directly caused event. New drill stop sent to the site for issue resolution.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement adjustable stop shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.